Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant product(s). Model: ddbb1d1, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising/high impedance levels, oversensing, rising/high thresholds and a lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.